Event description:
It was reported that the pump displayed a message to change the cartridge due to an unspecified "bad cartridge". There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to obtain additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.